Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow-up call from medical surveillance (ms). The patient claimed that on an unspecified date she obtained results of 198mg/dl and 200mg/dl on the subject meter. The two tests were reportedly performed within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for accuracy. The patient detailed that she takes ¿lostan and levatol¿ to manage her diabetes and it is unknown if she made any changes to her diabetes management routine in response to the alleged issue. The patient claimed that on (B)(6) she had symptoms of a sore head and felt like she was going to pass out and claimed that on december 24 she was treated in an emergency room by a doctor but couldn¿t detail the treatment received, however did state that she had blood glucose tests performed. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a healthcare professional after the meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.